Manufacturer narrative:
Additional information: the thumbscrew/lock-pin was checked for securement prior to procedure. The delivery system was safely removed from the patient. There was temporary spasm of blood vessels. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a protégé everflex along with non-medtronic 6fr sheath and 0.035" guidewire during procedure to treat a moderately calcified plaque lesion in the right proximal superficial femoral artery with 90% stenosis. The vessel diameter and lesion length are 5.1mm ad 175mm respectively. The vessel was none tortuous. IFU was followed. It was reported that before the device entered the body, the inspection did not find any problems with the stent. It reached the lesion and was deployed according to the everflex deployment operation method. The deployment was only close to 1/3 of the stent length and it was found that the stent could not continue to be deployed. It was unable to be deployed after multiple attempts. Finally, the entire stent was taken out. It was found that it still could not be completely deployed outside the body. It was replaced with another everflex stent of the same model, and the operation was successfully completed. There was no patient injury.

Manufacturer narrative:
Product analysis: the device was received for evaluation. The device returned coiled in its pouch inside a biohazard bag. Device was decontaminated with cidex opa solution soak and tergazyme soak. The device was received with approximately 52mm of the distal end of the stent exposed. A visual inspection of the device found that the distal grip/locking pin assembly was broken. Due to the condition of the returned device no functional testing could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.